Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. According to the clinical details the root cause of the access site bleeding is determined to be patient condition because of diseased left and right main coronary artery disease, left anterior descending, and left circumflex artery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient developed a hematoma and experienced some oozing from their access site following impella cp implant. Manual pressure was held and forward tension sutures were placed to manage the condition. Support was continued with the implanted pump following the intervention. The patient survived the event.